Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that 4 or 5 reservoirs did not work properly. The blood glucose reading was 157 mg/dl. The customer was unable to pull insulin into a reservoir from the vial. This reservoir had a very long needle, sticking out past the transfer guard. The customer filled another reservoir but was unable to push insulin manually through the infusion set. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.